Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad trace. No button error alarm noted during testing. The insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot, corroded battery tube and corroded cap contact. No others damages on battery cap contact during visual inspection noted.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 145 mg/dl. Troubleshooting was performed, and the insulin pump will be replaced. No further information was provided.